Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that device shows error code e19. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during technical inspection of the returned device the following was found: the cause of the handpiece failure is a defective motor. This is wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).